Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient alert had occurred. The patient went to the clinic where it was noted that there was a rise in impedance and capture threshold additional information obtained indicated that the lead parameters were reprogrammed. An xray was performed that was noted to be within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.